Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump with instructions to call back if the issue reoccurs, which the customer acknowledged and understood.